Event description:
Event description guidant received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited a rise in impedance from 800 ohms to 2574 ohms.